Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-01420, 1043534-2013-00438, 00439.this event occurred in the (B)(6).

Event description:
Allegedly right hip was revised due to mom complications. Orig. Surg. (B)(6) 2010.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint and package insert were reviewed. The product was not returned.evidence that product in specification when used.